Manufacturer narrative:
(B)(4). Video analysis: one video was provided; the video shows tissue and a harmonic device. At the 00:30 mark a device with a blue reload loaded is introduced. At the 03:25 mark the device is clamped over tissue. It should be noted that the tissue was noted to have several clips. At the 3:30 mark the device is fired. At the 3:40 mark the device is removed from the tissue, one unformed staples can be seen on the cartridge deck and no bleeding is noted. At the 4:28 mark bleeding can be seen. At the 4:54 mark suture is introduced and is applied on the tissue. It is possible that the fact that the device was fired over clips contributed to the bleeding noted on the video. Based on the bleeding noted on the video, the event describe is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridges were used throughout procedure? Was buttressing material used? Does the surgeon routinely wait 15 seconds prior to firing? Which staple line in the surgical procedure was bleeding? Were there any issues with staple formation noted throughout the care of patient? Were any difficulties experienced with device during procedure? During the reoperation, was the site of the bleeding identified? Was the bleeding intraluminal or intra-abdominal? How was the bleeding addressed? Were blood products required? What is the current patient status?

Event description:
It was reported that during a laparoscopic gastric bypass the staple lines are bleeding excessively. Therefore, multiple clips had to be used before the staple lines were dry enough to safely finish the procedures. No transfusion was needed. A reoperation had to be performed because of bleeding. The droppage in hb level in the blood was too high, therefore a reoperation was performed next day and a post-operative bleeding was found.